Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. However corroded battery tube spring noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump squirted out of infusion when priming. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump rejected new batteries, had failed battery test, the backlight was dimmer, random no delivery alerts, and had to rewound more than once per reservoir change. The insulin pump will not be returned for analysis.